Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr opened up the unit and reported the power driver printed circuit board (pcb) was not lit. After replacing the power supply, power driver pcb, and turbine assembly, the issue was resolved. The fsr reported the unit meets service specifications. The fsr reported that parts are not available to be returned. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays a motor fault alarm. The customer reported there is no patient involvement associated with the event.